Manufacturer narrative:
A review of the manufacturing documentation associated with lot f2127909 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, the sealant of a 5f mynxgrip vascular closure device (vcd) came out completely in place with the device upon removal. Hemostasis was achieved by manual compression for less than 30 minutes. There was no injury reported to the patient. The sealant did not stick to device components. The vcd was used in a transarterial chemo embolization using a retrograde approach. The deployer shuttled down completely. The vcd was used with an unknown 5f sheath. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in. There was little vessel tortuosity. There was no presence of peripheral vascular disease or calcium in the vicinity of the puncture site. There was no damage to the device noted prior to opening the package. The vcd was stored and prepped according to the instructions for use. The device is being returned for evaluation.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3 and h6. As reported, the sealant of a 5f mynxgrip vascular closure device (vcd) came out completely in place with the device upon removal. Hemostasis was achieved by manual compression for less than 30 minutes. There was no injury reported to the patient. The sealant did not stick to device components. The vcd was used in a transarterial chemo embolization using a retrograde approach. The deployer shuttled down completely. The vcd was used with an unknown 5f sheath. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in. There was little vessel tortuosity. There was no presence of peripheral vascular disease or calcium in the vicinity of the puncture site. There was no damage to the device noted prior to opening the package. The vcd was stored and prepped according to the instructions for use. The product was returned for analysis. A non-sterile mynxgrip vascular closure device 5f involved in the reported complaint was returned for investigation. Per visual analysis, the shuttle was engaged to the black handle. The syringe was connected to the device with the stopcock open. The advancer tube was deployed on the catheter shaft, properly engaged to proximal tamp lock, and the sealant was observed to have been exposed to blood, covering the whole balloon. The condition of the returned device indicates an incomplete removal of the device. The returned device was inspected for damages/anomalies that may have contributed to the reported incident, and no visual damages or anomalies were observed. The procedure sheath was not returned with the device. Per microscopic analysis, visual inspection at high magnification showed that the sealant was exposed to blood, covering the whole balloon. A product history record (phr) review of lot f2127909 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿sealant dislodged¿ was confirmed during analysis of the returned device. The exact cause of the reported event could not be conclusively determined. Procedural factors, such as , incorrectly following the instructions for use (IFU), may have contributed to the reported event. According to the instructions for use which is not intended as a mitigation of risk, ¿remove device¿, it instructs users to ensure complete balloon deflation, then slowly withdraw the balloon catheter through the advancer tube lumen. Failure to hold the advancer tube in place and/or a proper position of the advancer tube was not maintained during catheter removal, the sealant could be dislodged from the vessel wall, resulting in the reported incident. Neither the phr review nor the product analysis suggests that the reported failure could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.